Event description:
Customer reported the power connector was burnt.

Manufacturer narrative:
It was reported the express 4 unit had a burned power harness. There was no report of exposure to operator of impact to pt results. No injuries, visible flames, or smoke emission was reported nor the fire department was called.